Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-010-03-0235 - logic cr femoral cem, left, sz 3.5, sn: (B)(4), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4). Recall: z-0021-2022.

Event description:
It was reported via a legal tolling agreement that a male patient who was initially implanted on the left knee on (B)(6) 2017, underwent a revision procedure on (B)(6) 2020, approximately 2 years 11 months post the initial procedure for reasons unknown. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of prosthesis wear, as reported in the legal document. However, the reason for the wear could not be determined because the component was not returned for evaluation and images were not provided. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear.

Event description:
Patient was initially implanted with an optetrak device, and was implanted with a second exactech implant during revision. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered, and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further information.

Manufacturer narrative:
After review of additional information received, the following sections have been updated accordingly: h6 - health effect - clinical code, medical device problem code, component code.